Event description:
During operative procedure (hysteroscopy, laparoscope myomectomy, endometrial ablation) the tip of the olympus disposable cutting loop 24-28f broke off during the endometrial ablation. The piece was retrieved entirely and the procedure was completed. It was determined that the equipment did not break as a result of user error.